Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and endometritis ('chronic endometritis') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included migraine, multi gravida and parity 3. Concurrent conditions included deep vein thrombosis, uterine bleeding and bacterial vaginosis. Concomitant products included ibuprofen, metronidazole, norethisterone acetate (norethindrone), oral contraceptive nos and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"), 10 months 21 days after insertion of essure. In (B)(6) 2017, the patient experienced cystitis ("infection (bladder)") and urethritis ("infection: urethra"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the endometritis, cystitis, urethritis and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, endometritis, menorrhagia, urethritis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2016. Current weight (B)(6) lbs. Good placement of the essure devices, 3 coils on the left side and 5 coils on the right side exposed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: enlarged fibroid uterus. One fibroid may be intracavity. Ovaries appear normal.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic endometritis . Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and medical record received. Reporter's information was added. Event injury was updated to abdominal pain. Events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder/urethra, dysmenorrhea (cramping), chronic endometritis, did not undergo an essure confirmation test. Medical history, lab data, concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.